Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code of 12 appearing on the device. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.